Event description:
It was reported that the patient presented in clinic after receiving high impedance alerts. Both atrial and right ventricular leads were observed to be dislodged under x-ray due to twiddler¿s syndrome. There were wounds around the device. The leads were explanted and replaced. The physician re-implanted the device in a pouch to alleviate further twiddling. The patient was stable, before, during and after the procedure.